Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that the customer passed away at the hospital on (B)(6) 2019. The cause of death was traumatic brain injury, brain bleeds, and skull fracture. The caller stated that the customer had a low blood glucose event on (B)(6) 2019. Customer¿s blood glucose reading was in the 40 mg/dl and treated with food. Customer¿s blood glucose reading was 55 mg/dl and was rising after the treatment. The caller stated that the customer went to the bathroom and later found him at the bottom of the stairs after a sudden low blood glucose event. Customer was admitted at the hospital on (B)(6) 2019 and was removed from the insulin pump per doctor¿s order. The customer¿s blood glucose was unknown at the time of death. The customer was not using sensors. The insulin pump is not expected to return for analysis.